Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for low blood glucose. Customer's blood glucose was 27 mg/dl at the time of admission. The customer stated the paramedics were called because they were seen driving erratically on the road. Customer also reported they were experiencing low blood glucose the entire day prior to their hospitalization. Customer also believed they had a cold, causing their low blood glucose. The customer also attributed their low blood glucose to their basal rates being too high. Customer declined to troubleshoot for their insulin pump. No additional information provided.